Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD, implanted: (B)(6) 2011. A 6947 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise noted on the right ventricular lead. The right ventricular lead is a pace/sense lead which was capped and replaced with the existing pace/sense portion of the defibrillation lead that had not been connected. No further patient complications have been reported as a result of this event.